Event description:
Burn to pt's right mid abdomen was discovered after the surgical drapes were removed. The wound was stab-like, 1/2 inch x 1/2 inch. The unit's pencil was placed previously over the area of the wound. No equipment failure was observed.